Event description:
Fired an endo gia stapler 60, 3.5. When removing the stapler a piece of metal came loose and pulled away from the stapler. The eea 25mm stapler was defective. The ring fell off around the anvil prior to use.